Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg site was revised.

Event description:
Follow-up information revealed the ipg was relocated in the same pocket and the issue has resolved.